Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). A manufacturing record evaluation was performed for the finished device [5833] number, and no non-conformances were identified. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroplasty for the joint hip treating bankart injury, it was observed that the fms fluid management system inflow tubing (fms vue) device kept storing the liquid to its maximum capacity until high pressure warning lamp lit up. Then alarm beeped, and the unit stopped working. The surgeon re-switched, re-plugged in and dehydrated the unit but the same error recurred. It was reported that the inflow tubing was used together with an outflow tubing. The procedure was completed with a replacement of the device with no surgical delay or patient consequence reported. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visually, the tube set does not reveal any anomalies. There was fluid in the tube set and near the filter indicating that the filter could have gotten wet during usage. If the filter is wet the pressure will not regulate in the tube set. No functional testing can be performed since the filter is wet. This complaint is confirmed. A root cause for the reported failure cannot be discerned. A manufacturing record evaluation was performed for the finished device [5833] number, and no non-conformances were identified. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.